Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while a replacement pump with updated software was sent. Technical support provided instructions for returning the malfunctioning pump to tandem and outlined the steps needed upon receiving the replacement. The customer understood and acknowledged all instructions.